Event description:
Patient reported having symptoms of uti (pain and burning with urination) in fall 2001. Patient did not notify clinical study coordinator until next scheduled followup visit. Symptoms resolved with macrodantin.